Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: size of the needle piece retained? 1-2 mm. Does the needle piece retain in the patient's tissue? No. Were x-rays performed to localize the needle piece? Yes. If retained, were there any patient consequences? Please specify: was the needle piece removed or is it planned to be removed? If yes, please provide details. Status of product return I have the product. Can send it back once I receive a label and packing. The following information was requested: please confirm, was the needle piece was removed from patient? If yes, was it removed during the initial procedure? Was a re-operation required to remove the needle fragment?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm, was the needle piece was removed from patient? It was not able to be located. Unclear if it was still in the patient. It was not visible if it was left in the patient. If yes, was it removed during the initial procedure? Na. Was a re-operation required to remove the needle fragment? No.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Size of the needle piece retained? Does the needle piece retain in the patient's tissue? Were x-rays performed to localize the needle piece? If retained, were there any patient consequences? Please specify. Was the needle piece removed or is it planned to be removed? If yes, please provide details. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on 2/20/2024; and a suture was used. During the procedure, the tip of the needle broke off into the patient. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned to ethicon for evaluation. One needle suture was received for analysis. Product code. Upon visual inspection of the returned sample, the swage and attachment area were found as expected. The tip and body of the needle were examined, and no issues related to needle breakage were observed during the evaluation. The suture was also examined, and body fluids were found on the strand. The resistance test was performed on the needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This medwatch report is in response to receipt of a user facility medwatch: mw5153315. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: the g3. Date received by manufacturer was incorrectly reported within follow up # 4 for. The correct date is 16-08-2024, which makes the report submission due date to be 15-09-2024. Follow up # 4 for was not reported late.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product received for analysis was identified as product code mcp496g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.